Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer reported an unspecified lower sensor scan readings and it is unknown whether a trend arrow was noted on the device. It is unknown if the customer experienced any symptoms during this event. The customer experienced headache and general malaise, but was unable to self-treat. The customer self-presented at the hospital, and the healthcare professional (HCP) performed a capillary blood test and administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact Date that the incident occurred is unknown. The date entered in Section B3 is based on the report that the incident occurred during the aforementioned (b)(6) 2026. All pertinent information available to Abbott Diabetes Care has been submitted.